Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opened while locked during deployment and establishing final arm angle. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with 3. The clip delivery system (cds) was advanced to the mitral valve and a grasp was obtained. The clip was locked at 60 degrees and fully closed after leaflet insertion assessment (lia). The first establishing final arm angle (efaa) test was successful. After removing the lock line, the clip opened to about 10-15 degrees. After the second efaa test, the clip passed but stayed open to 10-15 degrees. The physician tried again to turn the arm positioner a little in the closed direction in order to detach the clip. The clip was deployed and stayed in place, reducing mr to <1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported clip opened while locked could not be replicated in a testing environment due to the returned condition of the device (clip not returned). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. The investigation was unable to determine a cause for the clip opened while locked. There is no indication of a product issue with respect to manufacture, design, or labeling. H6: correction - code removed 3026.